Event description:
Olympus medical systems corp (omsc) was informed that during a polypectomy under colonoscopy, the user successfully cut the polyp, but a bleeding occurred because the snare cut the polyp mechanically. The bleeding was reportedly treated with an uncertain clip endoscopically. There was no report regarding further injury and the procedure was reportedly completed using subject device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation, because the facility intended to use the subject device continuously. If reportable result is found after the evaluation, omsc will submit the result as supplemental report. The sd-5u-1 instruction manual already states; warnings: do not use excessive force when snaring tissue. This could result in bleeding or mucous membrane damage. This report is being submitted as a medical device report in an abundance of caution.